Event description:
It was reported that the patient presented with an infection in the scrotum after two previous inflatable penile prosthesis (ipp) infections. The physician believes that the patient has bad tissue. Therefore, the ipp was removed and replaced with a malleable prosthesis to avoid entering the infected scrotal area. The patient is expected to fully recover.